Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the small parts came loose from holder making it difficult to put on patient when bagging patient in critical situations. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 1526863-2025-00080-00 for details pertinent to this event.